Event description:
Nanocross elite balloon dilatation catheter was used once during procedure and it worked correctly. It was then attempted to use it a second time and it didn't work properly the second time. Ref # (B)(4), lot# b148615, exp 02-2024. FDA safety report ID# (B)(4).